Event description:
During a knee arthroscopy bankart / slap (superior labrum anterior and posterior) repair utilizing the bioraptor, knotless suture anchor, it was reported that the anchor pulled out. The site was prepared utilizing a 2.9mm drill bit and drill guide. The surgeon advanced the loaded suture anchor into the joint space through the cannula. With the sutures in the correct position, the anchor was tapped into the prepared hole. The blue retention suture was removed. The surgeon attempted to lock the anchor into position, but the device would not lock and the free limb suture continued to slide in the anchor eyelid. The shaft was removed and as the surgeon pulled on the suture to test the anchor, the bioraptor, knotless suture anchor pulled out. The anchor was removed from the joint with a grasper. A back up device was available to complete the case. A new site was drilled for the new anchor, leaving the initial hole empty. The patient¿s bone quality was normal. There were no reports of patient injuries or complications.

Manufacturer narrative:
(B)(4).